Event description:
New information received notes that an emergency physician was called and upon arrival, found the patient deceased. No resuscitation was performed. It was also noted that the patient was noncompliant with his medication. No further information is available.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
(B)(6).